Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem technical support offered to troubleshoot to determine a possible cause of the occlusion; however, the contact declined as the customer was not present with the pump.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.